Manufacturer narrative:
Describe event or problem: the hospital reported that the pouch seam is coming unglued and releasing fluid. Deroyal: the reported device is not available for return for evaluation. The manufacturer, genicon, has been made aware of the issue. Genicon notified deroyal that the issue could not be replicated; therefore, the root cause could not be determined. Their engineering team determined there was room for improvement. They are enlarging the weld to allow additional strength and changing to a stronger pouch material. Production will continue to be monitored under all applicable standards and regulations to ensure quality product.

Event description:
The hospital reported that the pouch seam is coming unglued and releasing fluid.